Event description:
Customer reported that she had unexplained high blood glucose. Customer was taken to the emergency room and was hospitalized a few summers ago. Customer's blood glucose reading at the time of the emergency room visit was unknown. Customer stated that she was unconscious for 5 hrs and was taken to hospital. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.